Event description:
Freestyle libre 2 plus used with tandem t: slim insulin pump. Attached libre 2 plus to the back of upper arm and activated. After about 15 minutes it stopped it's warm up and faulted as out of range. Sensor on back of arm lined up with pump on side with pump screen facing away from body. Called abbott and they are replacing sensor. Removed sensor and applied another one. It went through warm up and then 30 minutes later it faulted out of range. Called tandem. Tandem had me do a hard reset on pump and then the sensor started reading. About an hour later the sensor fell off my arm. Called abbott, they are replacing sensor. Applied another sensor and it would go in and out of range. Called tandem and since hard reset did not solve problem they sent me a replacement pump. Started new pump and activated a libre 2+ sensor. Wow, for about three hours it worked. Then the same thing. In and out of range. Another major issue is when it is connected it is so inaccurate I can't use it, I have to do fingersticks. The sensor is always at least 40 points off fingerstick which is alarming when sensor alerts you are 60 but fingerstick you are 100. How are cgm's (continuous glucose monitoring systems) being allowed to stay on the market like this? I have tried the dexcom g7 with almost the same issues except for no connectivity issues at all. G7 was so inaccurate I went back to g6. Freestyle libre 2+ now due to insurance. Will upload two pictures of libre 2+ boxes, others returned to abbott. Reference reports: mw5170345, mw5170346.